Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the ipg would not communicate with the programmer and the pt experienced a loss of stimulation. The ipg battery was fully recharged but would not turn on. A replacement wand and programmer did not resolve the issue. X-rays showed that the leads and connections were fine. The ipg was replaced on (B)(6) 2008. The explanted ipg was not returned to ans for analysis.